Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had battery out of limit alarm. The customer¿s blood glucose level was 198 mg/dl. Customer stated that the insulin pump had alarm during normal use. Customer reported that they were unable to clear the alarm. Customer also reported that the buttons were not responding to battery out of limit for the keypad issue. Customer stated that the buttons was not responding. Customer was advised the insulin pump will need to be replaced and also to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.